Manufacturer narrative:
Image evaluation completed on november 2, 2020: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia, medical device removal. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent an unknown breast surgery with a mentor memorygel, 475 cc silicone prosthesis experienced left sided rupture post procedure. During the removal surgery, it was discovered that the left implant was ruptured. Patient had bilateral replacements done with non mentor devices(allergan) on (B)(6) 2020.